Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after laparoscopic gastric bypass procedure, the patient suffered in microfistula and an additional operation, washing, drainage and antibiotherapy was done to correct this issue.